Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menstrual flow and persistent bleeding'), abortion infected ('stillbirth, spontaneous abortion, intrauterine fetal demise, spontaneous vaginal delivery and septic abortion'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('heavy bleeding') and umbilical cord prolapse ('umbilical cord prolapsing through her cervix') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: the patient underwent a spontaneous vaginal delivery at the 18' week of pregnancy and a septic abortion with leukocytosis following preterm premature rupture of membranes ("pprom"). Concomitant products included misoprostol. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion infected (seriousness criterion medically significant) with haemorrhage in pregnancy, preterm premature rupture of membranes, amenorrhoea and premature labour, genital haemorrhage (seriousness criterion medically significant), umbilical cord prolapse (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("severe pain/ pelvic pain"), female sexual dysfunction ("could not have intercourse"), alopecia ("hair loss"), depression ("severe depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, abortion infected, pregnancy with contraceptive device, genital haemorrhage, umbilical cord prolapse, pelvic pain, weight increased, female sexual dysfunction, alopecia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion infected, alopecia, anxiety, depression, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse and weight increased to be related to essure. The reporter commented: the metal coils of the essure device popped the amniotic sac, thereby causing the premature labor symptoms. She suffered severe pain and emotional distress from these traumatic and life-changing events. Listedness of event "abortion infected" has been changed due to incident category (as per clarification mail). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.